Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side textured to smooth exchange. It was later reported capsular contracture baker grade IV. The device has been explanted.

Event description:
Healthcare professional reported left side textured to smooth exchange. It was later reported capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of anxiety-product/procedure and capsular contracture was received on april 03, 2020 with lot number 2034551. Analysis of the returned device identified; the weight the device within specification, creases fold, deformation and wear abrasion. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.